Manufacturer narrative:
Approximate age of device ¿ 11 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with a gi bleed. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between the device and the reported bleeding could not be determined through this evaluation. Additionally, low flow events were confirmed based on the submitted log files; however, a specific cause for these events could not be conclusively determined through this evaluation. The patient was admitted to the hospital on (B)(6) 2018 with a gastrointestinal bleed, however, gi bleeding was not confirmed, and no tests were done as there was no evidence of continued/active bleeding. The patient underwent a blood transfusion and was treated with blood thinners. The patient is currently stable and listed as a status 2 on the heart transplant waitlist. The submitted system controller event and periodic log files captured multiple low flow hazard alarms on (B)(6) 2018. Other than these events, the log files appeared to capture the system functioning as intended. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate ii lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. No further information is available. The manufacturer is closing the file on this event.